Event description:
It was reported that the patient experienced syncope and asystole. The patient was admitted to the hospital as complete atrioventricular block was seen on the patient's electrogram. The patient's device was evaluated and it was found to be pacing normally as the "heart rate stopped showing asystole to the pacemaker command." The patient was brought to the operating room but prior to the incision, "showed asystole." When the patient's device was removed, it was noted that there was a loose setscrew; when the device was reconnected to the right ventricular [rv] lead, loss of capture was observed. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient experienced syncope and asystole. The patient was admitted to the hospital as complete atrioventricular block was seen on the patient's electrogram. The patient's device was evaluated and it was found to be pacing normally as the "heart rate stopped showing asystole to the pacemaker command." The patient was brought to the operating room but prior to the incision, "showed asystole." When the patient's device was removed, it was noted that there was a loose setscrew; when the device was reconnected to the right ventricular [rv] lead, loss of capture was observed. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).